Event description:
A male patient contacted lifecor customer support to report that the battery pack that was in the battery charger had got hot and started to smoke. Support sent the patient a replacement battery pack and charger.

Manufacturer narrative:
Battery pack 2005, battery charger 2006. Device evaluations of battery pack and battery charger have been completed. The reported problem was confirmed. The cause of the hot battery pack and smoke was due to a defective battery cell within the battery pack. The root cause of the defective cell cannot be positively identified. It was probably due to the fact that the circuit board within the battery pack had char marks from an unknown origin. The defective cell and charred circuit board were replaced. The battery pack was retested and restocked. Battery charger was tested and found to be fully functional. It was restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack and battery charger.